Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.4 mmol/l (421.2 mg/dl) while wearing the pod longer than 48 hours on the leg. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
Inspection of the cannula assembly found no damages or tears that would lead to a bent/kinked soft cannula. Investigation of the pod found corrosion on the bottom housing and pcb as well as on the ratchet gear. Additionally, investigation found fluid leaking above the the o-ring, indicating an inadequate o-ring. This can be determined as the reason for the heavy presence of the corrosion on the device. Initially, the download data was unable to be retrieved, two batteries were measured to be lowered than expected. The device was connected to an external power supply once the pcb was removed. The downloaded data was able to be retrieved. The downloaded data shows no timeouts or drive stalls.